Event description:
It was reported to boston scientific corporation that a sling was implanted during a mid urethral sling procedure performed on unknown date. According to the complainant, the patient had developed a "bad rash reaction" after the surgery. Reportedly, the physician referred the patient to an allergist for the rash. The patient was reportedly doing better. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
There was no information available regarding the event date, therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code 1907 captures the reportable event of "bad rash reaction." Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
There was no information available regarding the event date; therefore, the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a mid urethral sling procedure performed on unknown date. According to the complainant, the patient had developed a "bad rash reaction" after the surgery. Reportedly, the physician referred the patient to an allergist for the rash. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.